Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose level of 451 mg/dl with ketones. The customer's stepdad administered a manual injection. Troubleshooting with tandem's technical support indicated that there was air bubbles present in the tubing. The customer was able to remove the air bubbles successfully and resume insulin delivery.